Event description:
A report was received that the patient underwent a pocket revision as the ipg had flipped causing discomfort and difficulty charging. During the procedure, the physician replaced the ipg as the patient had not charged and it was in hibernation. The physician did not suspect malfunction of the ipg. The pocket site was repositioned and the patient was reportedly doing fine.